Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a ventilator failed to power on. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's power management board needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a ventilator failed to power on and the device's power management board needs to be replaced to address the issue. Further evaluation of the device revealed that the power management board did not need replaced to address the issue. The system board was replaced instead of the power management board to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device has yet to be returned to manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.